Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts to rectify the issue using the provided tandem equipment. There was no adverse impact to the customer¿s blood glucose level. The caller was able to resolve the issue by using a different charging cable, and cts provided replacement tandem wall adapter and charging cable after advising on appropriate use of third-party supplies.